Event description:
User received low sodium results for forty-seven pt samples, which resulted higher when repeated on another analyzer - same methodology. Only five pt examples were provided. Same pt samples were used for report testing. Pt 1, initial result gave 121 mmol/l; repeat gave 128 mmol/l. Pt 2, initial result gave 124 mmol,l; repeat gave 133 mmol/l. Pt 3, initial result gave 132 mmol/l; repeat gave 138 mmol/l. Pt 4, initial result gave 130 mmol/l; repeat gave 139 mmol/l. Pt 5, initial result gave 129 mmol/l; repeat gave 137 mmol/l. Erroneous results were reported. No adverse event reported in association with the incorrect results. The field service representative was unable to determine a root cause. Performance tests were performed which were within specifications.